Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular exhibited oversensing. The lead was capped and replaced during an unrelated procedure. There were no complications to the patient post operation.